Manufacturer narrative:
The doctor reported that a patient lost an implant due to an infection that occurred immediately after placement. The implant was removed and the bone was grafted. The patient is doing fine. The implant was not returned for evaluation. A review of the manufacturing records is currently in process and the results will be submitted in a follow-up report.

Event description:
On (B)(6) 2011, a doctor reported to implant direct sybron manufacturing that a patient lost an implant immediately after placement due to an infection.